Event description:
It was reported that the right atrial (ra) lead was not capturing the atrium due to dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 694958 lead, implanted (B)(6) 2006. (B)(4).